Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having charging difficulties. The physician thought that something might be wrong with the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having charging difficulties. The physician thought that something might be wrong with the ipg. The patient will undergo an ipg replacement procedure.